Event description:
The user in (B)(6) reported blood glucose results of "3.4, 4.9 and 5.4 mmol/l" with the onetouch verio meter and "3.5 mmol/l" on another meter, performed within 30 minutes of each other. The results fell outside of the expected values for meter to meter accuracy testing. The meter did not cause or contribute to an adverse event since the symptoms are not suggestive of a serious injury and the meter readings correlated with the patient's treatment. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k093745.